Manufacturer narrative:
Device evaluated by MFR: no device was returned. The service record case # (B)(4) was reviewed during the course of this investigation. Based on fse service report: the drawer was changed and a functionality test was performed. System passed and is ready for use. The reported roller pump error complaint was confirmed by fse onsite.

Event description:
It was reported that error messages displayed during aspiration. An angiojet ultra 5000a console and an unspecified angiojet catheter were selected for use in a thrombectomy procedure. The system primed successfully. During aspiration, several roller pump error messages displayed. A system reset would not clear the issue. The device was powered off and on three times to clear the errors. No patient complications were noted and the patient was in recovery.

Event description:
It was reported that error messages displayed during aspiration. An angiojet ultra 5000a console and an unspecified angiojet catheter were selected for use in a thrombectomy procedure. The system primed successfully. During aspiration, several roller pump error messages displayed. A system reset would not clear the issue. The device was powered off and on three times to clear the errors. No patient complications were noted and the patient was in recovery.